Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The tubing became disconnected from the twist clamp and came off. There was no indication that the luer connector or tubing in this case was damaged or abnormal. No definite root cause was determined. The lot number is unknown; therefore a batch review cannot be performed.

Event description:
This is an international report where the patient reported that the tubing separated from the twist clamp when the patient changed the bag. There was no patient injury or medical intervention. There was patient involvement.